Manufacturer narrative:
On (B)(6) 2014: we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated to populate in the medwatch with required intervention.

Event description:
Surgeon revised shunt because he the patients opening pressure on a spinal tap was 238mm h20. Once he was in surgery both the proximal lumbar catheter and the distal peritoneal catheter we patent. Therefore, the surgeon would like the valve evaluated. Report requested.. On (B)(6) 2014: we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated to populate in the medwatch with required intervention.

Manufacturer narrative:
Please note the product code returned was that of ns-0329 and not that of ns-5052 as previously reported. The 510k has also changed based on the new information. Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the surgeon revised shunt because the patients opening pressure on a spinal tap was 238mm h2o. Once he was in surgery both the proximal lumbar catheter and the distal peritoneal catheter we patent. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.